Manufacturer narrative:
(B)(4).

Event description:
A power on reset (por) occurred in (B)(6) 2011 and was cleared without incident. Now an additional por displayed. The date and time were updated without incident and resolved. It was noted that the pt has been receiving stimulation since the por was cleared in (B)(6).